Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. While performing the final effusion check it was noted that the closure device had shifted and migrated within the laa. The physician made the decision to retrieve and remove the closure device from the patient. A snare was used to successfully capture and remove the closure device from the patient. There were no patient complications that were reported to have occurred. The patient is scheduled to attempt the procedure again in a few weeks.